Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the device due to leakage from biopsy channel while the user was handling the device, which led to abnormality of electronic parts or the event occurred due to broken charge couple device unit while the user was handling the device. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ·if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a bronchial perfusion cleaning, the customer reported that their evis lucera elite bronchovideoscope did not output an image. The issue did not result in any delay, and the patient was not under sedation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no image was confirmed; there was no image due to a defective charge-coupled device unit. The following additional findings were also noted: instrument channel tube leakage, video cable scratched, suction port and protector worn, and switches did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.